Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked at the patient line. Customer is blind and did not notice that the cartridges were leaking until notified by family member. Customer¿s blood glucose (bg) was 690 mg/dl. Customer delivered a bolus via the pump to address elevated bg. Customer was admitted to emergency room for diabetic ketoacidosis and was treated intravenously with insulin. Customer was subsequently admitted to the hospital with a blood glucose of 440 mg/dl. Customer was treated intravenously with saline fluids and insulin. Customer was released from the hospital 2 days later with no permanent damage.